Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted lifescan (lfs) claiming a possible inaccurate delivery issue with the animas insulin pump. The patient had unexplained elevated blood glucose reading of 471 mg/dl at dinner time the day before. The patient took a bolus insulin dose of 16 units. Within two hours, his blood glucose did not decrease but was higher at 480 mg/dl. The patient had sign and symptom of large ketones and extreme thirst. The reporter treated the patient with insulin via syringe, lowering his blood glucose to the 200¿s mg/dl. The patient was taken off of insulin pump therapy. At the time of the call to animas, his blood glucose read 103 mg/dl. Troubleshooting showed that the advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. The subject pump delivered insulin accordingly without any issue. The animas representative concluded there was no pump malfunction associated with the alleged event. The insulin pump was replaced and requested back for investigation since the reporter was not comfortable with the subject pump. This complaint is being reported because the patient elevated blood glucose with symptoms suggestive of hyperglycemia while on insulin pump therapy. The animas insulin pump could not be ruled out as a contributor of the blood glucose excursion.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.